Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm motor arm can't communicate with the main arm and hardware low level failures alarm. Customer's blood glucose at time of incident was unknown. The customer stated that the pump error alarm occur during rewind/load, reservoir/fill tubing. The customer ran a self-test and it is not ok. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.